Event description:
Rxsight became aware of a patient, who posted on social media under a pseudonym, stating that their light adjustable lens (lal) was explanted due to the loss of peripheral vision. Due to the patient's anonymity and limited information available, rxsight is unable to determine if this complaint has been previously reported in a medical device report.

Manufacturer narrative:
Manufacturer reference #: (B)(4).